Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states that the patient was revised to address poly wear and mal-positioning. Update 6-21-2017: medical records have been reviewed. Office notes (B)(6) 2009: patient is 12 years post primary. It is noted there is a significant amount of eccentric poly wear, but no evidence of osteolysis or wear through. Observation will continue. Office notes (B)(6)2014: 17 years post primary. Patient has no complaints. Radiology reports indicate: significant eccentric polyethylene wear. Mild area of lysis in the trochanter. Unchanged from prior films. Implants appear well fixed, well maintained joint. Office notes (B)(6) 2017: 20 years post primary. Patient states she experiences fatigue by the end of the day. She also feels occasional popping in the hip. Radiographs show a complete wear through of the poly with migration of the femoral head superiorly as well as some osteolysis. Revision notes (B)(6) 2017: cup and stem were well fixed. Mild loss lysis in the trochanter/large osteolytic lesion in the central portion of the cup behind the dome hole. The cup was noted to have slightly open abduction but acceptable. There was near wear through of the liner and the liner was fracturing anteriorly, likely due to the posterior impingement of the lip of the liner with contrecoup wear anteriorly. It should be noted that during flexion of the hip a bit of the superficial layer of the gluteus medius was torn off, the deep layer was still intact, repair was completed. Office notes (B)(6) 2017: 19 days post revision. Patient is doing well with minimal complaints. Incision is healing well. Updated 7-18-2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: clinical der states that the patient was revised to address poly wear and malpositioning. Follow up was performed to clarify the reported malpositioning. No information was received as to what device may have been malpositioned. Should additional information be received the complaint will be updated. Doi: (B)(6) 1997 dor: (B)(6) 2017 left hip. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states that the patient was revised to address poly wear and mal-positioning. Update (B)(6) 2017: medical records have been reviewed. Office notes (B)(6) 2009: patient is 12 years post primary. It is noted there is a significant amount of eccentric poly wear, but no evidence of osteolysis or wear through. Observation will continue. Office notes (B)(6) 2014: 17 years post primary. Patient has no complaints. Radiology reports indicate: significant eccentric polyethylene wear. Mild area of lysis in the trochanter. Unchanged from prior films. Implants appear well fixed, well maintained joint. Office notes (B)(6) 2017: 20 years post primary. Patient states she experiences fatigue by the end of the day. She also feels occasional popping in the hip. Radiographs show a complete wear through of the poly with migration of the femoral head superiorly as well as some osteolysis. Revision notes (B)(6) 2017: cup and stem were well fixed. Mild loss lysis in the trochanter/large osteolytic lesion in the central portion of the cup behind the dome hole. The cup was noted to have slightly open abduction but acceptable. There was near wear through of the liner and the liner was fracturing anteriorly, likely due to the posterior impingement of the lip of the liner with contrecoup wear anteriorly. It should be noted that during flexion of the hip a bit of the superficial layer of the gluteus medius was torn off, the deep layer was still intact, repair was completed. Office notes (B)(6) 2017: 19 days post revision. Patient is doing well with minimal complaints. Incision is healing well. Updated (B)(6) 2017. / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. / investigation summary: clinical der states that the patient was revised to address poly wear and malpositioning. Follow up was performed to clarify the reported malpositioning. No information was received as to what device may have been malpositioned. Should additional information be received the complaint will be updated. Doi: (B)(6) 1997 dor: (B)(6) 2017 left hip. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient was revised to address poly wear and malpositioning.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.